Event description:
The event involved a set administration 30 inch non-dehp w/ 20 drop intergrated chemolock port drip chamber spiros hanger purple cap that the customer reported while vincristine was infusing, half the drug was infused, and the drug was dripping from the tubing insertion site of the extension tubing. The drops of the medication was noted on the legs on the IV pole and on the floor underneath the pole. The medication and tubing was discarded. The patient received approximately half the dose. There was patient involvement, however, no report of harm.

Manufacturer narrative:
The device was discarded is unable to be returned for evaluation. Without the returned device a probable cause is unable to be determined. There is no lot number provided, therefore, a lot review is unable to be performed.